Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. It was noted that here were no numbers scrolling during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that he had an issue with the buttons not responding on the insulin pump. Customer's blood glucose was 200 mg/dl. Customer stated that he pressed the act button and got the rewind complete screen. Customer got the insulin to come out and pressed the esc button. Customer pressed the act button but the pump was not responding. Customer noticed that the numbers were scrolling without any input yesterday. Customer has also been having some unexplained high blood glucose since (B)(6) 2015. Customer had woken up with a blood glucose of 200 mg/dl on sunday. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.